Event description:
It was reported that the reamer came off the reamer driver during surgery. The procedure was completed successfully with no adverse consequence to the patient.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown reamer. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device not returned for evaluation. An event regarding assembly issue involving an unknown reamer was reported. The event was not confirmed. Method & results: a visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. Device history review and complaint history review not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that the reamer came off the reamer driver during surgery. The procedure was completed successfully with no adverse consequence to the patient.